Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, when retrieving the nosecone of the delivery catheter system (dcs), the nosecone dislodged the valve. Subsequently a second valve was implanted. At the time of the second valve implant, the patient went into cardiac arrest and did not recover despite cardiopulmonary resuscitation (CPR) efforts and died.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29 (lot: 0012294190); product type: 0195-heart valves; product ID evproplus-26 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024, section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus valve; product ID evproplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024-10-30. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. The valve was deployed to 80% and depth assessment was performed. The depth at the non-coronary cusp (ncc) was approximately 0mm which would warrant a recapture. Depth assessment in the lao view was not performed thus depth on the left coronary cusp (lcc) is unknown. Depth assessment at the ncc should be performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the lcc. The valve may be released once these steps are completed. Furthermore, the target depth of implantation is 3mm. Recapture is recommended if depth 1mm or >5mm. Despite the depth being1mm, the valve was released. Sometime between final release and removal of the delivery catheter system, the valve dislodged to the level of the sinuses of valsalva. It was reported that the nose cone interacted with the frame; however, images of the dislodgement were not captured so it is not possible to validate cause of the dislodgement. Of note, caution should be used while withdrawing the delivery catheter system to minimize interaction with the valve frame. There is no evidence that snaring the dislodged valve was attempted, and a second valve was implanted. There is evidence that cardiopulmonary resuscitation was initiated after the second valve implant. A post implant dilatation was performed. Subsequent angiogram showed no evidence of coronary perfusion. Cardiopulmonary resuscitation efforts continued and an attempt to snare the valves was made but failed. The final angiogram was performed with a larger amount of contrast and reveals some perfusion to the right coronary artery and confirms complete occlusion of the left coronary artery. It was reported that the patient subsequently died. The patient¿s executive summary was not provided for anatomical review. Corrected data: b2. H1. H6. Additional codes. Updated data: b5. D4. H4. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, when retrieving the nosecone of the delivery catheter system (dcs), the nosecone dislodged the valve. Subsequently a second valve was implanted. At the time of the second valve implant, the patient went into cardiac arrest and did not recover despite cardiopulmonary resuscitation (CPR) efforts and died. Additional information was received that per the physician, the valve cannot be excluded as a contributing cause to the death as the valve occluded the coronary arteries.

Manufacturer narrative:
Updated e. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, when retrieving the nosecone of the delivery catheter system (dcs), the nosecone dislodged the valve. Subsequently a second valve was implanted. At the time of the second valve implant, the patient went into cardiac arrest and did not recover despite cardiopulmonary resuscitation (CPR) efforts and died. Additional information was received that per the physician, the valve cannot be excluded as a contributing cause to the death as the valve occluded the coronary arteries. Additional information was received to clarify the dislodged valve occluded the coronary arteries.